Manufacturer narrative:
The customer reported that the transmitter is giving an spo2 reading without it being connected to the spo2 cable. When the device is powered off the data is not transmitting. The device was returned to nihon kohden, evaluated, and the reported issue could not be duplicated. When the device was received it was noted that the front case assembly was cracked, and there was some kind of sticky residue in the battery compartment. Cleaned the unit and replaced parts to meet manufacturer's specification, completed all steps per maintenance check sheet in the operator's manual and performed an extended test for 3 days. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter is giving an spo2 reading without it being connected to the spo2 cable. When the device is powered off the data is not transmitting.